Event description:
It was reported that, during procedure, the fiber started shooting out of the tip. The fiber was replaced, and the procedure was completed with another of same model. There were no patient complications.